Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during insertion when the guide wire was removed, it was observed that it lost its original form (kinked).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the guide wire and no relevant findings were identified. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that during insertion when the guide wire was removed, it was observed that it lost its original form (kinked).